Event description:
Rec'd notice of complaint concerning above product via phone call from director of nursing and medwatch user report. Reports an event in which an alleged hemolysis event occurred due to a kink in the pump segment of the arterial bloodline. The don reports that approx 2.5 hours into the treatment, the pt began complaining of abdominal cramping. Upon investigation, a kink was discovered in the stated location. The health care professional reportedly straightened out the kink and continued the treatment without further incident. The don reports that "there was too much tubing on one side and as a result, the extra tubing migrated up into the pump housing and became kinked." The pt was discharged to home in stable condition and was instructed to return to the clinic on the following day in order to have repeat labs drawn. Post event: hct 32.1%, ldh 1005, k4.6. 3/13: hct 31.6%, k4.6. Pt returned to the clinic today for regularly scheduled treatment. The bloodline is available for eval. A response letter and mailer have been sent. A medwatch form has been filed.